Event description:
It was reported that during an unknown procedure the stapler has been placed in situs and has been bent. The stapler could be triggered without any problems, but then it could not be straightened again. The stapler could only be straightened again after the manual safety mechanism had been activated and thus after destroying the stapler. No patient harm nor significant delay reported.

Manufacturer narrative:
(B)(4). Date sent 9/25/2024. D4 batch # 991c20. B3: only event year known: 2024. Investigation summary: the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that one psee60a device was returned with no apparent damage and with no reload present. During the functional test, a sound of a motor was heard, and the knife didn't move forward to the lockout position, this is consistent with a device been bailout. The device was disassembled to verify the condition of the internal components and the lever bailout was damaged due to interaction with the cam bailout. It should be noted after the manual override system is used the instrument is disabled and cannot be used for any subsequent firings. The bailout system was reset and then, it was tested for functionality in the straight position with a test reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples meet the staple release criteria. The articulation mechanism was totally functional during functional testing. As part of our quality process, the manufacturing records of this batch number were reviewed, and the manufacturing standards were met prior to the release of this batch it is possible that an outside the normal use force was applied on the lever bailout as it was pushed down once the device was bailout. Please reference the instruction for use for more information. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device batch number 991c20, and no non-conformances were identified. A manufacturing record evaluation was performed for the finished device psee60a lot number c9e58y and no non-conformances were identified. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent: please provide more details for "and thus after destroying the stapler" could the device be locked into the desired angle and stay locked in that angle? Did it require excessive force to articulate? Could you please clarify how the device was dearticulated? Was there any difficulty opening the device jaws? If yes, what steps were taken to open the jaws. If the jaws could not be opened, how was the device removed. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.